Event description:
It was reported that an unspecified bd pen needle was unable to prime. There was no report of patient impact. The following information was provided by the initial reporter: no insulin flow when trying to prime.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd pen needle was unable to prime. There was no report of patient impact. The following information was provided by the initial reporter: no insulin flow when trying to prime.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-16. H6: investigation summary: customer returned a total of 7 used 5mm, 31 gauge pen needles. No other identification was available. The pen needles were visually inspected prior to testing. 6 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 1 was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. No DHR review can be carried out as lot number is unknown. Based on the samples received, bd found that 6 pen needles had become bent and 1 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.